Manufacturer narrative:
Product investigation is in progress.

Event description:
When the tampon came out, it opened, and the thread in the middle was about to fall out [device breakage]. Wanted to use another one and, when I used it, it didn¿t come out of the applicator [device deployment issue]. Case narrative: consumer reported via email that the tampon string broke, while another one didn't come out of the applicator. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
When the tampon came out, it opened, and the thread in the middle was about to fall out [device breakage]. Wanted to use another one and, when I used it, it didn't come out of the applicator [device deployment issue]. Case narrative: consumer reported via email that the tampon string broke, while another one didn't come out of the applicator. No injury was reported.